Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cracks on the light blue main body of a minicap extended life pd transfer set. This was noted during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection with the naked eye and microscopic inspection identified cracks on the light blue main body, verifying the reported condition. The device passed leak, clear passage, and clamp function testing. The cause was unable to be determined. A CAPA was opened for this complaint. Should additional relevant information become available, a supplemental report will be submitted.